Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that vapr 3 foot pedal was working intermittently. The complaint device was received and evaluated. Visual observation confirm that the entire device was very dirty, also the connector was found bent. Due to this condition the device cannot be connected to the generator. Complaint was not confirmed. Foot-switch presented also several damages in some areas of the cord, and base plate. In addition the push button is missing. The possible root cause for the reported failure can be attributed to user mishandling of the device and the several damages observed can be attributable to normal wear. A manufacturing record evaluation was performed for the finished device lot number (1706072), and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number (1706072), and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr 3 foot pedal was working intermittently. The procedure was complete with another foot pedal with no patient harm or surgical delay to the case. The device will be returning for evaluation.